Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of pain and prosthesis wear sustained after proximal migration of the humeral side relative to the glenoid. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta): (B)(6), 300-20-02 - equinox square torque define screw drive kit: (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial primary total shoulder replacement on the left side. Subsequently, the patient experienced pain. As a result, approximately nine years and eleven months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.